Event description:
The facility representative reported a flo-gard infusion pump with an f-38 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury reported; however, it is unknown whether or not a patient was involved. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that presented alarm f-38 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be defective left force-sensing resistors. The left force-sensing resistors were replaced to correct the reported condition. A service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.